Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested consult review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes due to suspicion of inappropriate therapy delivery. Upon review, the presenting electrogram (egm) showed the patient appeared to be in a supraventricular tachycardia (svt) arrhythmia. The device delivered three bursts of anti-tachycardia pacing (atp) and three shocks. After the first shock, the morphology of the arrythmia changed, however the rate did not change. The hcp believed the rhythm to be ventricular tachycardia (vt). The ICD then delivered two shocks which slowed the vt rate down to the monitor only zone, where the episode ended. Ts provided programming optimization options to the hcp. At this time, this ICD remains in service. No additional adverse patient effects were reported.